Event description:
On (B)(6) 2017, a technologist reported to bracco injeneering (binj) a device malfunction with the use of the fastload CT syringe. The report was forwarded to bracco drug safety on 09-feb-2017. On (B)(6) 2017, during an injection in the morning, the tech was doing a isovue 370 50ml injection and the cm syringe popped out of the injector and landed on top of the patient (before injection of contrast and scan). Pressure was normal. No patient or person has been reported injured in this event. There was only a potential for injury. Most recent follow-up information incorporated above includes: 02-jul-2018: binj received follow-up information which was sent to bracco on 27-jul-2018. Detailed description of the device malfunction was added to the case. This case is medically closed. FDA#: 3004753774-2017-00001 bracco worldwide case ID#: (B)(4). (Previously reported as (B)(4)). Company comment: based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm).

Manufacturer narrative:
Based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm).

Manufacturer narrative:
No patient or person has been reported injured in this event. The staff was not in a position to be injured. There was only a potential for injury to the patient if the issue would re-occur. This event is being investigated. The defective syringe has been received and sent to contract manufacturer to continue the investigation. One(1) lot # was initially reported from the end-user (as described in this form) but another lot # was potentially sent by end-user for investigation (lot number iahpn-1608, manufacture date = 31-08-2016, expiration date = 31.08.2019). Investigation will clarify this discrepancy in end-user information. All manufacturing records show that both product lots have been correctly manufactured in accordance to the specifications. Records show no evidence of defects from manufacturing. Injector log file analysis show no evidence of defects from injector. Investigation is ongoing.

Event description:
On (B)(6) 2017, a technologist reported to (B)(4) a device malfunction with the use of the fastload CT syringe. The report was forwarded to (B)(4) on 09-feb-2017. On (B)(6) 2017, during an injection in the morning, the technologist was doing an isovue 370 50ml injection and the contrast media (cm) syringe popped out of the injector and landed on top of the patient (before injection of contrast and scan). Pressure was normal. No patient or person has been reported injured in this event. There was only a potential for injury. A quality investigation is ongoing. Additional information is required.